Event description:
It was reported to philips that the system had a boot up error. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was boot up error. Upon functional testing, the fse found that the lateral ip pc failed to boot up due to the loose contact of the ethernet cable from th_x13 to 2tp_x10. To resolve the reported issue, the fse replaced the ethernet cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.